Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a "catheter restriction" alarm. The registered nurse (rn) states that the alarm started at 5:00am on (B)(6) 2024. The rn removed electrocardiogram (ECG) leads and placed new ECG leads on the patient. The rn inspected the helium tubing and did not find any kinks, bends, or blood. They decided to replace the helium tubing, but the alarm persisted. The rn changed intra-aortic balloon pump (iabp) ratios from 1:1 to 1:2. The alarm continued. The rn then decided to change out iabp consoles. There was no patient harm or adverse event reported. This report is for the iab involved in this event. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2024-02413.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The extender and pressure tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and two leaks were detected at the same location on the membrane approximately 20.3cm from the rear seal measuring 0.165cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. The evaluation confirmed the reported problem a lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).